Event description:
Customer complained that when a (B) (6) visitor sat on the foot section of the bed (which was empty at the time), the head end of the bed was lifted, to the point where the casters were off the floor.

Manufacturer narrative:
The tech applied the weight of 205 pounds to the foot section of the bed. The sleep deck rose 4 inches at the head end; however, the caster could not be lifted off the floor. The tech evaluated the bed and found the bed to be operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.